Event description:
A us distributor contacted zoll to report that a patient developed back pain from the weight of the lifevest equipment. The patient reported that they went to the hospital due to the back pain. It is unclear what treatment or medication the patient received. Reporting out of abundance of caution. Outcome of the back pain is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.